Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("needed a hysterectomy 18 months after essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("needed a hysterectomy 18 months after essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. Further company follow-up with the consumer is not possible. Company causality comment: this spontaneous consumer case, received via social media, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced needed a hysterectomy 18 months after essure. No further details were provided. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Hysterectomy may be required if removal of essure becomes necessary. In this particular case, no medical details were available as to the reasons and circumstances of the removal. Based on the limited information, an inherent causality of essure for the hysterectomy cannot be excluded (related). The case was classified as incident due to surgical intervention. A product technical analysis is expected. Active follow-up cannot be pursued in this case.